Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 53-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2020, the patient went for a postoperative checkup and it was noted that the left breast presented with postoperative swelling. On (B)(6) 2022 patient reported itching on her left breast and persistent discomfort at the biozorb implant site. Patient was not comfortable with the discomfort sensation and with the palpable sensation of the biozorb implant. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.